Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the stapler reload point broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the damaged part of the stapler reload was the small tip. The accessory was inspected prior to use. There were no collision during procedure. Material detached/broke off from the accessory. No fragment fell inside the patient. The reload was already returned for evaluation. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the stapler reload be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 30 reload was analyzed and found with a broken cartridge. The reload has multiple breakage points: distal, straight down the middle, and at the tail. The tail was not returned with the reload and measured approximately 8.19mm x2.77mm in size. A broken piece at the distal end, measuring approximately 2.63mm x 0.55mm in size, was not returned with the reload. The reload was returned unused and unfired. Additional observations related to the customer reported complaint. Due to the broken cartridge, detached fragments were observed that were not returned with the reload. Visual inspection was performed and the reload was found to have a dislodged switch. The switch was not returned with the reload. Due to the dislodged switch, a detached fragment was observed that was returned with the reload. The reload was found to have cartridge damage on the surface at the distal end. The accessory was transferred to engineering for further investigation and the initial findings were partially confirmed. The reload was returned with a broken tail. The tail, which contains the switch, was not returned with the reload. Although initial failure analysis found a switch as dislodged, the switch dislodgement cannot be confirmed. It is unknown if the switch remained within the larger tail fragment. Additional findings were that the reload was found to be broken in half at the distal end and some cartridge material was damaged on the left side wing. There appears to be some material missing. The complaint was confirmed by failure analysis. The probable root cause of broken tail, detached fragments, and cartridge damage are attributed to the user. A broken tail suggests a potential sharp angle of insertion of the reload into the instrument channel. It is likely that the sharp angle of insertion allowed the tail portion of the reload to interact with components at the back of the channel, such as the lockout mechanism or lockout cover. It is also likely that the reload was twisted while it was being loaded, resulting in half of the reload catching on the channel knife track and subsequent breakage. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating and can prevent damage to the reload. Cartridge damage at the distal end is likely related to removal of the reload from the channel.